Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was performed on (B)(6) 2018 via tha. It was reported that the cement (p/n: 3172050) was lumped up even if it was mixed. The surgeon had a sense of discomfort compared to ordinary ones. So, the surgeon did not use the reported cement, and the surgery was completed by using alternative cement. The surgery was completed without any other problem and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed on 13 dec 18 18. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.